Event description:
Per complaint form: the snare broke inside the patient and pieces had to be retrieved. A new cook snare was opened and it was a successful retrieval of filter and snare pieces. Filter has been in since (B)(6) 2012. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - removal of device portion is not labeled in the IFU. (B)(4) - device breakage is not labeled in the IFU. Event evaluation: still under investigation.